Manufacturer narrative:
Explant date: not applicable, as lens remains implanted. Email address: unknown/not provided. Telephone number: (B)(6). The intraocular lens (iol) and foreign material were not returned for evaluation. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted into the patient's operative eye, the surgeon noticed a foreign material on the iol optics surface. Account indicated that the foreign material described as object that looked like hair was removed using utrata forceps. There was no patient injury reported. There was no delay in treatment or other interventions reported. Patient was feeling normal after the operation. No further information was provided.